Manufacturer narrative:
D10: 02-010-03-0235 - logic cr femoral cem, left, sz 3.5 sn: (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t sn: (B)(6), 200-02-35 - three peg patella 35mm sn: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, instability, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a legal notification, that a male patient who was initially implanted on the left knee with an optetrak device, underwent a revision procedure, and was implanted with a second exactech implant. As a result of defendants¿ failure to properly package the optetrak devices prior to distribution, the polyethylene liner prematurely degraded and plaintiff endured revision surgery and other complications due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by accelerated and preventable wear of the polyethylene insert. As a direct, proximate, and legal consequence of the defective nature of the optetrak devices as described herein, the plaintiff has suffered, and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. As a further direct, proximate, and legal consequence of the defective nature of the optetrak devices, the plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No further information. This is 1 of 2 reports for this event.